Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that a (B)(6) male underwent a procedure for cardiac resynchronization therapy defibrillator (crt-d). Extraction was performed due to infection, however, it was reported that an epicardial lead appears to be abandoned. There was no known device issue reported.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that a (B)(6) male underwent a procedure for cardiac resynchronization therapy defibrillator (crt-d). Extraction was performed due to infection, however, it was reported that an epicardial lead appears to be abandoned. There was no known device issue reported.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h4, h6, h10. The device was in service for approximately 13 years, 1 month before being explanted on (B)(6) 2021. The lead was not returned for analysis. It is part of a system explanted due to an infection. No allegation our device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected one hundred percent (100%). Sealed areas (tyvek lid to lip of tray and breather bag) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Ensure tray and breather bag is properly sealed. No further follow-up is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.